Event description:
It was reported that there was a lead warning on the right ventricular lead as it switched to unipolar pacing/sensing. The lead monitor showed multiple low impedance paces in bipolar. There is a possibility of an insulation break. The lead monitor was turned off. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524 implantable pacing lead, (B)(6) 2001. (B)(4).